Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The user's handling imposed unexpected stress on the camera head, resulting in a failure of the ccd unit, which prevented the image from being output. It is also likely that the user's handling resulted in damage to the cable, water entered from the area and destroyed the electronic circuit, so that it was not able to communicate with the server, causing no image. As stated on the instructions for use and as a preventive measure: do not subject the camera head to shocks. It may be damaged. Do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center (oci) for evaluation/repair. The evaluation found the device has no image on the screen due to a defective ccd (charged coupled device) unit. Additionally, the device failed the leak test from the cable due to physical/chemical stress. The customer traded-in the referenced device.the device was purchased on (B)(6) 2018 with no previous repair records.the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the high definition autoclavable camera head's picture was reported to be distorted. There was no patient injury, harm or involvement reported to olympus.